Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, according to the patient's specialist, the stimulator was causing the bowel hole to shut. Their program was adjusted from 1 to 4 and the stimulation was still in their butt.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling stimulation in the wrong location. The patient called because after they had turned their device back on after a CT scan that was unrelated to their device/therapy, they were feeling stimulation in their butt and not in their vagina like they were. The patient stated it was starting to affect their bowel. The patient's therapy was confirmed to be on, and the patient was having a return of symptoms. Patient services guided the patient through all the programs. On programs 2 and 3 the patient still felt it in their butt and program 4 they said it was like they were sitting on it. The patient went back to the original program 1 and stated it felt better again and closer to their vagina. The patient was redirected to their healthcare provider if the issues persist. Troubleshooting resolved the issue. No further complications were reported.